Event description:
It was reported that (B)(6) 2026, a 32mm amplatzer septal occluder was chosen for implant using an unknown delivery system. Prior to this selection, a 26mm amplatzer septal occluder had been implanted and was determined to be too small. The physician then selected the 32mm amplatzer septal occluder, which was removed from the pouch without issue, loaded into the delivery system, and successfully sheathed. The device was advanced through the sheath to the target location; however, upon unsheathing, the occluder failed to properly align and demonstrated the ¿cobra effect.¿ the physician re-sheathed the device and attempted repositioning multiple times, but the occluder continued to exhibit improper conformation and could not be deployed as intended. Following these unsuccessful attempts, the decision was made to select a 36mm amplatzer septal occluder, which was subsequently implanted successfully. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information